Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of particulate matter (pm) on the cassette. The set was returned for complaint investigation. Visual inspection found a black embedded pm was observed in the cassette ~0.05sqmm. The complaint was confirmed in the lab for pm. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Per the results of evaluation, the particulate was measured and determined to be acceptable per specification which would not have resulted in a rejection in the manufacturing area.

Event description:
This is an international report that a black dot was seen in the cassette. There was no patient injury is reported.